Manufacturer narrative:
A customer reported an issue with the display on their precision xtra blood glucose meter. Upon product investigation, it was discovered the meter exhibited a display issue. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. Upon product investigation it was discovered the meter exhibited a display issue. There was no report of death, serious injury or mistreatment associated with this event.